Manufacturer narrative:
Additional data: device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. Corrected data: common device name corrected to phakic toric intraocular lens. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.5/+1.5/089 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was exchanged with a shorter lens due to excessive vault. The problem was resolved; the status of the eye is reported as "quiet" and "stable."